Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
After successful deployment of a 5x80 stent in the right iliac, the physician could not go through the deployed stent with the visi-pro. While pulling the visi-pro back, the physician found that it would not fit back through the destination sheath. The visi-pro flared at the stent struts away from the balloon, so the physician was forced to deploy the stent there. This was not in the area the physician intended. No injury to the patient reported.